Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7070543.

Event description:
It was reported that the patient had experienced inadequate stimulation. It was noted that patient lead had been ripped through the silicone. The patient underwent an scs replacement procedure and doing well post operatively. The explanted device will not be returned due to hospital policy.